Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000076989.

Event description:
It was reported that the patient lead had migrated, which was confirmed with imaging. As a result the patient lost effective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [2] leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000076989.

Manufacturer narrative:
Correction - additional information was received stating that patient's name was previously incorrect. The name has been changed and with the correct patient initials. This event cannot be confirmed through product analysis testing alone. As received, the incomplete lead body was found damaged and electrical testing did not find any open. The cause of the event is unknown.

Event description:
Additional information was received stating that patient's name was previously incorrect. The name has been changed and with the correct patient initials.